Event description:
It was reported to ge in a lawsuit that a pt alleges injury. Pt allegedly received unspecified injury as a result of shoulder being pinched between the table and the gantry. There is no known malfunction with this system related to this event.